Event description:
It was reported that the customer received an unexpected restart alarm every time that he would insert a new battery. The customer stated that the insulin pump would first count to 7, then show a black circle and appear all 0 for the time. The customer stated that he would then receive the unexpected restart alarm, and the insulin pump would shut off, prompting him to enter the time afterwards. The customer's blood glucose was unknown. Upon checking the alarm history, the customer stated that he had received both the unexpected restart alarm and the external ram crc error alarm multiple times. Troubleshooting was done. Explained that the insulin pump experienced an unexpected restart. Advised customer to monitor the insulin pump and call back if the issue recurred. Advised that a replacement insulin pump would be sent.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.